Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4): this event resulted in a retained fragment. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an ankle repair surgery, while the surgeon was drilling through the fibula, the tip of the drill bit broke off. The tip remains in the patient. An alternate drill bit was available to successfully complete the surgery without any delays and no harm to the patient. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.